Manufacturer narrative:
Concomitant medical products: serial# (B)(4), product type: programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturer's representative (rep) and consumer reported there was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. The patient reported that several months prior to the report of the event she experienced a power surge while recharging and since then has been unable to communicate. The patient had last felt stimulation seven months ago. The patient had last successfully recharged six months ago. It was noted that the recharger itself was charged up. Later, it was reported the patient's device was overdischarged and they were unable to charge. The patient noted that they had let the battery go down last november secondary to issues going on at home and they just "didn't have the time to mess with it". At that time everything was working properly and pain relief was adequate. Their ins had only been reprogrammed once post implant and they felt it could have been better with a programming adjustment. Additional information received from the rep noted that upon meeting with the patient on (B)(6) 2015 the ins could not establish communication with the recharger, patient programmer or clinician programmer. The patient's last successful recharge was over a year ago and the rep performed a physician mode reset (pmr) and brought the ins out of overdischarge. The rep mentioned that the battery level seemed to increase and decrease more rapidly than before. In addition, it was noted that there was a loose/broken connector pin on the desktop charger. Relevant medical history includes chronic low back pain and spinal pain.